Event description:
Patient reported having a lap-band device with a "staph infection, along with redness, swelling and pain." Patient reported they "went to the emergency room, and the doctor pumped [the patient's] stomach." The port was explanted and replaced. Patient reported that "severe pain continued" and the band portion of the device was explanted without replacement. The replacement port was also explanted without replacement.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Infection, inflammation, and pain are surgical and physiological complications and an analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information form the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than (B)(4) of subjects included: abdominal pain, chest pain, incision pain, and port site pain." Device labeling addresses the reported event of irritation/ inflammation as follows: "contraindication(s): the lap-band system is contraindicated in: patient's with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease."